Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test displacement accuracy test and displacement test. No delivery anomalies noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and allege insulin pump was under delivering. The customer¿s blood glucose level was 322 mg/dl and 328 mg/dl which was treated with bolus through the insulin pump. Customer stated that insulin pump system had not been use within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was performed high pressure test and it was successful. Customer stated that auto mode feature was not active. Customer stated that there was leak at reservoir barrel. Customer was unsure if leak was past 1st or 2nd o ring. The insulin pump will be and reservoir will not be returned for analysis.